Manufacturer narrative:
Product ID 3550-39, lot# n268536, implanted: 2010 (B)(6); product type accessory product ID 3 550-p4, lot# n267206, implanted: 2010 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had moved closer to the skin and it was uncomfortable. Approximately a year or so after implant, the patient noticed the ins had moved closer to the skin. This was noted to be gradual. It was uncomfortable when the patient was sitting too long. The patient feared he would be walking by something and it would get caught and it would rip out of his skin. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was needed, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.